Event description:
The catheter was inadvertently cut through during a spinal fusion surgery. The patient had some respiratory problems associated with the event (not specified). The catheter was repaired and re-primed in a subsequent surgery. The patient did not suffer any problems post-operatively and was doing well. There were no sequela.

Manufacturer narrative:
For respiratory problems.